Event description:
It was reported that this right ventricular (rv) lead presented intermittent lack of capture which was attributed to the lead position, this lead was tested through a pacing system analyzer (psa). This lead was subsequently explanted, with a new device implanted instead. No additional patient effects were reported.